Event description:
It was reported that in 2008, a strata valve was explanted for unk reason.

Manufacturer narrative:
The valve was patent, and passed siphon and leak testing. The valve performance was within established specifications for pressure- flow testing at 5.5 ml/hr (0 cm hp) pl. 1.5. However, the valve did not pass reflux testing. And the valve performance was not within established specifications for all other pressure-flow and preimplantation testing. Proteinaceous debris found inside the valve can partially occlude the valve resulting in high pressure flow results. A review of manufacturing records was not possible as no lot number was provided. All of our products are 100% tested during manufacture.